Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was tested; this showed the air detector and light indicator were damaged. The component issues were determined to have been caused by damage during use.

Event description:
Information was received that prior to use on a patient, a smiths medical level 1 h-1200 fast flow fluid warmer alarmed audibly for air detection, clamp detection, but not visually. The red light was not illuminating. There were no adverse effects.